Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to adverse soft tissue reaction to particulate debris revision njr number: (B)(6). Side: r. Primary asa: p1 - fit and healthy.